Manufacturer narrative:
Analysis of programming and diagnostic history. Analysis of programming and diagnostic history revealed the estimated time to eos = 0 months.

Event description:
It was reported that during an initial implant surgery, when the new demi-pulse generator was connected to the newly implanted lead, and following the system diagnostic test, the following message appeared: "pulse generator is currently disable due to v-bat less than eos threshold". The device had been interrogated several times prior to the system diagnostic test and the estimated time to eos was noted as 10 years. Upon interrogation following the intra-operative system diagnostic test, the estimated time to eos was noted as 0 months. The generator was not implanted, and has been returned to manufacturer, where analysis is currently underway. A new demi-pulse generator was connected to the same lead and implanted with no further issues.